Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. It should be noted that the electronic proglide instructions for use states: ¿for access sites in the common femoral vein using 5f to 24f sheaths. Based on the information received, the investigation determined that the reported issue and subsequent treatment appears to be related to operational context. In this case, based on the reported information, a needle of one of the devices caught a sheath likely during deployment. The IFU violation did not contribute to the reported difficulties; therefore, notification is not required. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The IFU violation did not contribute. D4: a partial UDI was provided as the lot number is not known. H6: medical device problem code: 1494 - indication for use.

Event description:
It was reported that suture placement in the right common femoral vein was performed with two proglide devices using the pre-close technique via a 6f sheath hole prior to a leadless pacemaker procedure. The sheath was upsized to a 27f and the leadless pacemaker procedure was completed. Reportedly, post procedure, an attempt to remove a 5f sheath in an adjacent puncture site (intended for post-close) was met with resistance; it is believed that the sheath was caught by one of the proglide devices in the 27f access site. The sheath was gently manipulated and manually removed in one piece. Hemostasis was achieved in the 27f access site with the 2 pre-placed sutures. A figure 8 stitch was used to achieve hemostasis in the 5f access site. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.